Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was hospitalized for hyperglycemia and high blood glucose levels on monday due to insulin pump under deliver the insulin. It was reported that the customer had ketones. The customer had high blood glucose levels of 25.3 mmol/l to 47 mmol/l. It was reported that the customer had high blood glucose levels of 30 mmol/l at the time of incident. It was reported that the customer had other blood glucose levels that were 9.1 mmol/l. It was reported that the customer was initially sick and his sugar were not going down. It was reported that the customer took antibiotics for pneumonia and insulin drip. It was reported that the customer was close to death and had a diabetic shock. It was reported that the customer was sick and had a reaction two weeks before that at 1.3 mmol/l. Troubleshooting was performed. It was reported that the drive support cap was normal. It was reported that the customer noticed air bubbles inside the reservoir about a champagne size. It was reported that the customer found no leaks and the cannula was straight at the infusion set. The displacement test was performed on the insulin pump. It was reported that the customer alleged that the bolus wizard was programmed accurately product is expected to return.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08700 inches. No under delivery anomaly or over delivery anomaly noted. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test. Device uploaded properly using carelink. Device had minor scratched display window, cracked belt clip slot and cracked reservoir tube lip.